Manufacturer narrative:
Reported event was unable to be confirmed due to limited information from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 163667, cocr head, 710910; 103533, low profile screw, 014620; 103533, low profile screw, 163180; 12-105893, arcom, 600440; 13-104150, m/h shell, 330350. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04308.

Event description:
It was reported that patient underwent bilateral patient underwent left total hip arthroplasty 9 years ago and subsequently is experiencing elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable at this time.